Manufacturer narrative:
An event regarding pain, audible noise and instability involving a trident liner was reported. Following review by a clinical consultant audible noise was confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. -medical records received and evaluation: a review by a clinical consultant noted: the accolade stem has stable bony fixation but there are radiolucent lines around the entire cup-bone interface with osteolysis and loss of bone density evident in the superior acetabular bone area. There are issues with this patient¿s cup position that play a role in the development of the hip pain with generation of various sounds in the arthroplasty ranging from squeaking, grinding, knocking and/or ticking sounds and developing into cup loosening at less than 1-year post implantation. - the main problem is the superficial cup position with the rim of the ceramic sleeve protruding almost 1-cm into the joint space. This causes movements of the left hip arthroplasty to be limited not so much by the soft tissues or acetabular bone surroundings of the arthroplasty but by hard-on-hard contact between the stem neck and the metal rim of the cup bearing, consistent with impingement and/or subluxation and hip instability. Conclusions: a review by a clinical consultant concluded: superficial cup position has contributed to impingement and subluxation causing ticking and knocking sounds in the arthroplasty while a wear scar developed due to this same overload condition further causing squeaking and grinding noises to be generated. Simultaneous excessive shear force across the implant-bone interface contributed to loosening of the cup with radiolucent lines and osteolysis evident around the entire cup at less than 1-year post arthroplasty. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient is experiencing pain in the left hip. He often hears a grinding and squeaking noise when he shifts his weight from one side to the other. When he squats down to pick up something the hip slips and causes him to be unstable at times. Everytime he takes a step his hip knocks. If he adjusts his gait the squeak decreases at times. He started experiencing back pain and feels this began when he adjusted his gait.

Manufacturer narrative:
The following other devices were also listed in this report: trident psl ha cluster 56mm; cat# 542-11-56f; lot# mmkw0l; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mlpk2t, accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat# 6021-3535; lot# 42656104, alumina v40-femoral head32mm, +0mm nk; cat# 6565-0-132; lot# 45039702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Still implanted.

Event description:
The patient is experiencing pain in the left hip. He often hears a grinding and squeaking noise when he shifts his weight from one side to the other. When he squats down to pick up something the hip slips and causes him to be unstable at times. Every time he takes a step his hip knocks. If he adjusts his gate the squeak decreases at times. He started experiencing back pain and feels this began when he adjusted his gate.